Event description:
It was reported that post leadless implantable pulse generator (ipg) implant procedure the patient experienced induration at the point of puncture. No patient symptoms occurred. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study.